Event description:
The company was informed that the pt was experiencing intermittencies. Programming adjustments have been made, however, this did not resolve the issue. Device testing revealed that the device was functioning within specifications. The surgeon observed during the explant surgery a coil appeared to be cutting into the implant. A significant bone regrowth around the implant was also observed. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.